Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. One dpt without any attached components was received for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector. There was the evidence of a manufacturing non-conformance. No further actions will be taken at this time.

Event description:
It was reported that the overshoot of the pressure waveform was noted during use. The patient was not treated based on the incorrect values. There was no occlusion, leakage or kink noted in the catheter. Information such as indicated value on the monitor, expected value, if the value and the waveform matched, if the error message was observed or if the value was affected by the patient condition could not be confirmed. The sample of tracing was not available. The catheter was replaced. There were no patient complications reported.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. One dpt without any attached components was received for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector. No further actions will be taken at this time.